Event description:
The customer reported the battery power low. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The serial number initially reported was for the defibrillator.